Manufacturer narrative:
Unit passed displacement and active current measurement tests; it failed sleep current measurement and self tests. Self test returned an unexpected hardware low level failures. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Hardware low level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.

Event description:
It was reported that there was a big crack on the insulin pump over battery compartment. The customer's blood glucose was unknown. The customer stated that there was problem with the battery. The troubleshooting was not mentioned. The product will be returned for analysis.